Event description:
Caller reported that the cartridge was not fitting properly on the pump due to it not fully snapping into place. It was unknown if this issue caused the customer¿s blood glucose level to exceed 500 mg/dl. Customer support advised checking for any obstructions and successfully guided the caller to remove the o-ring from the pneumatic tap, allowing the caller to reload and continue using the original cartridge. The caller was able to resume insulin therapy successfully.